Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high, compared to another meter (onetouch verio iq) the complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 8 am, alleging that he obtained an inaccurately high blood glucose reading of ¿195 mg/dl¿ with the subject meter compared to ¿127 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient informed the csr that he manages his diabetes using insulin pump therapy, and in response to the alleged inaccuracy issue the patient reported that he consumed less food and drink. In response to the meter issue, the patient reported developing symptoms of ¿sweating, heart was racing, unable to breath and dizziness.¿ the patient denied receiving any treatment in response to the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.